Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during a transfemoral tavr case, the tip of the esheath became damaged and the operator suspected the part was possibly missing. A 14 fr esheath was inserted from the right iliac artery via cut-down without any resistance. A 23 mm commander delivery system was inserted after performing balloon valvuloplasty. On entering the delivery system into the sheath, on cine image it appeared that the marker band of the sheath was missing in half. There were no problems experienced while inserting the device. While advancing the device after valve alignment, the operator encountered some resistance which he does not usually feel. As the friction was not so hard to push the device, the procedure continued. The sapien 3 valve was successfully deployed in the targeted position. The esheath was retracted with the introducer being inserted. There was no resistance during retraction. Visual examination found a part of the sheath tip tore and it seemed like it might be missing a part. Doppler indicated good blood flow in the lower extremity. Imaging from head to lower extremities showed no ¿possible missing part.¿ the decision was made to monitor the patient and the procedure was completed. It was reported that the physician would like to know if the tip was missing or there were some defects in the sheath, and if so, what was the cause. The device will be returned for evaluation.

Manufacturer narrative:
Added a code to f.10 and date to d.10. During pre-decontamination of the device it was confirmed that a piece of the tip of the sheath was missing. The piece was not returned. Investigation is ongoing.

Manufacturer narrative:
The esheath was returned for evaluation. During visual inspection, the score line a was noted to be present. The radial and coaxial score lines were unable to be confirmed due to the missing tip material. One noticeable scratch was noted along the length of the sheath in a zigzag pattern. Due to the nature of the complaint, no dimensional or functional testing was able to be performed. During manufacturing of the esheath introducer set, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A DHR review was performed for the work orders related to the manufacturing of the devices and components that could potentially contribute to the events. The review of the work orders did not reveal any manufacturing non-conformance that would have contributed to this complaint event. A lot history review was performed and revealed no other complaint relating to ¿sheath distal tip ¿ torn¿ and ¿sheath distal tip ¿ separated¿. A review of the complaint history from (B)(6) 2018- to (B)(6) 2019 revealed other returned complaints for ¿sheath distal tip ¿ torn¿ and sheath distal tip ¿ separated¿ for all esheath models. A pra was initiated to capture the investigation and re-assess the risks related to the torn code as a potential manufacturing defect may have contributed to some of the torn complaints. No manufacturing non-conformances were discovered in previous ¿sheath distal tip ¿ separated¿ cases during this time period. The complaint history review revealed that the occurrence rate did not exceed the (B)(6) 2019 control limit for the trend categories ¿damaged¿ and ¿separated¿. The esheath IFU, device preparation manual, and training manual were reviewed for device preparation and use instructions related to the reported event. The operator is instructed to visually inspect all components for damage during preparation. The esheath is contraindicated for tortuous or calcified vessels that would prevent safe entry of the device. While inserting and advancing the delivery system with valve through the esheath push forces can vary due to the angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed. However, investigation of the device, complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Evaluation of the device revealed that score lines a was present on the sheath distal tip. Despite this, the sheath tip did not open properly and tore. Tearing of the sheath distal tip may be caused by factors related to design/manufacturing of the sheath (e.g. Location of tip score lines, depth of tip score lines). These factors may lead to improper expansion and separation of the sheath distal tip during delivery system insertion, contributing to the failure mode. However, a definitive root cause is unable to be determined at this time. Potential factors related to device design/manufacturing may have contributed to the failure mode. A product risk assessment (pra) was previously initiated to investigate the failure mode and assess associated risks. No defects were identified and no corrective or preventative action is required; the issue will continue to monitored.